Manufacturer narrative:
Block b3: approximated to february 1, 2026, based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspected device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: the resolution 360 clip was not returned for analysis; therefore, product analysis could not be carried out. For this reason and due to the lack of evidence, it is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for a polyp removal during a polypectomy procedure performed on an unknown date. During the procedure, the clip did not detach from the catheter. The physician had to jiggle the catheter and scope to completely detach the clip. The procedure was completed with the original device. There were no patient complications reported as a result of this event.